Manufacturer narrative:
The device was not returned for evaluation of the broken weld (unspecified) and a lot number was not provided. Aesculap inc. Previously reported that a supplier corrective action request (scar) was initiated due to an adverse trend observed for devices exhibiting failure at the thumb-loop assembly joint. The supplier evaluated the malfunction by looking at devices with a lot number beginning with "m." As a result of their findings, the push rod fixture was redesigned to increase the clearance, which ensured that the fixture appropriately stressed the entirety of the soldering joint. Upon implementing the new fixture, the supplier tested returned non-conforming samples, and verified that the soldering no longer hung up on the new fixture, as had been observed on the previous one. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Additionally, historical scrap rates were reviewed with no increase observed in scrap related to the complaint issues. In addition to the redesign of the soldering fixture, the supplier reviewed the work instruction for the torch soldering operation and identified improvement opportunities. The original work instruction was used to better define the soldering process with a more focused emphasis on the following: equipment startup and shutoff operations, clear imagery of acceptable soldered subassemblies, and clarified cleaning operations for components prior to soldering. A second dedicated work instruction was implemented to better define the attribute inspection criteria for the brazing process used for the solder between the thumb loop and rotator block. The supplier reviewed the work instructions (wi) for the tube sub assembly test procedure wi, the brazing procedure wi, and the brazed joint buffing wi and identified improvement opportunities. While the tube subassembly joint is 100% percent tested with a torsional force, there was no requirement for applying a bending force to the joint. Therefore, a manual bend test was added to the wi. Additionally, a review of the torque test fixture and accompanying wi, noted the potential for the tube to slip inside the collet during inspections allowing for a defective part to potentially pass this test. The tube sub assembly test procedure was further updated to note this potential failure mode and to define the process for cleaning the parts and fixture/collet with alcohol prior to use. A review of the brazing procedure wi revealed that the glass tube was too short to effectively seal the brazing area off from the surrounding environment. Without a proper seal the brazing area could have insufficient argon present to facilitate effective brazing. The brazing procedure wi was updated to include a check for this condition prior to brazing. Additionally, the supplier updated the wi to optimize the order of operations of when flux is applied, the soldering ring is assembled, and the tube is loaded. This change ensured that flux would be present throughout the entire joint space and allow for proper solder travel. Furthermore, a functional review and visual examination of the nest, which the tube sub assembly sits into, was performed. This review revealed that the two argon access holes were clogged. Therefore, the associated preventative maintenance activities were updated to monitor the access holes and prevent a recurrence of buildup. Finally, the supplier updated the brazed joint buffing wi to note the potential failure mode of excessive buffing, which could remove too much material and weaken the joint. Due to the fact that the device was not returned, the failure modes of proximal or distal weld failure were not confirmed. However, this event likely occurred due to inadequacies in the defined production process which limited the device performance. Therefore, the most probable root cause is considered to be manufacturing related. In addition to a supplier corrective action request (scar) being initiated, a corrective action/preventive action (CAPA) was opened by aesculap inc. For further evaluation of the design transfer of this device.

Manufacturer narrative:
(B)(4). As a result of an adverse trend for devices exhibiting failure at the thumb-loop assembly joint, the malfunction has been investigated (B)(4), and a corrective action (scar) was performed. (B)(4) evaluated multiple batch number starting with m. (B)(4) re-designed the push rod fixture, increasing the clearance, to ensure that the fixture is appropriately stressing the entire soldering joint. Upon implementing the new fixture, it was verified that the new fixture does not hang up on the soldering as the old one did when testing a returned non-conforming sample. In addition to this scar, a CAPA was opened by aesculap inc. For further evaluation of the design transfer of this device. Additional information / investigation results will be provided in a supplemental report, if available.

Event description:
It was reported that there was an issue with a prestige grasper. The prestige grasper was not working properly during the procedure, as such it was taken out of the service and a second grasper was used to complete the surgery. There was a 30 second delay. When the device was checked the weld was noted to be broken. There was no patient harm. Additional information was not provided.